Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was further reported that the issue was noted approximately one year post removal of the drainage catheter. The patient experienced pain and infection. Post removal of the fragment the issue resolved.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the suture detached. Event occurred over one year ago. The physician cut the locking mechanism to remove the flexima nephrostomy drainage catheter. As the drain was being removed the suture detached from the catheter and remained in the patient. The patient later developed kidney stones on the string, requiring removal percutaneously in the interventional radiology lab. No further patient complications were reported.